Event description:
As reported, during testing prior to use in the same procedure of two fogarty embolectomy catheters, the balloon burst, leading to tip and metal spring separation in one device (medwatch #32304) and leading to balloon separation leaving exposed the metal spring attached to the catheter body in the other one (medwatch #32303). Patient demographics not available. There was no allegation of patient injury. The devices were not available for evaluation since they were discarded.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Nevertheless, an image was provided, therefore and image evaluation was performed. Balloon was noticed ruptured in the central area, balloon rupture latex was not visible in the provided picture. In addition, the spring tip was noticed stretched. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated: h6 (component code, impact code, clinical code, device code, investigation findings, investigation conclusions) added: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation) based on further investigation performed by the engineers in the manufacturing site. As per image provided by the customer, "balloon separation leaving exposed the metal spring" was confirmed. However, there is no evidence that supports or confirms that either failure mode is associated to a manufacturing or design defect. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, as part of the manufacturing process, all units go through a balloon inflation and visual inspection. Per the instruction for use (IFU) 'balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures.' And 'to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter'.